Event description:
It was reported that initially the pt's stimulator (ins) would turn off on its own. A month later, the pt lost all stimulation sensation and experienced a loss of therapeutic effect. The pt's physician noted that the battery was "completely dead". The hcp was concerned that there was a short in the lead that lead to the battery failure. Add'l info received reported that the pt's ins was replaced. No pt outcome was reported.